Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. However, the root cause of the patient¿s post-operative complication is unknown. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted hysterectomy procedure, the patient was found to have an injured ureter which required repair via open surgery. However, at this time, the root cause of the patient¿s post-operative complication is unknown. There is no allegation that a malfunction of the da vinci surgical system occurred.

Event description:
It was reported that after undergoing a da vinci-assisted hysterectomy procedure, the patient was brought back to the or approximately 3-4 days later. The patient's abdomen was found to be full of fluid and the patient had a "high blood count." It was also reported that one of the patient's ureters had been cut and required repair. On 02/14/2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: there were no reports of any intra-operative complications or a malfunction of a da vinci system, instrument, or accessory during the da vinci-assisted surgical procedure. The surgical procedure was completed robotically and the patient was reportedly discharged from the hospital on the same day. During the following weekend, the patient came back to the hospital with complaints of unspecified pain. The patient¿s ¿blood count¿ was found to be elevated. In addition, a CT-scan found the patient¿s abdomen to be full of fluid. A scope was introduced into the patient and it was determined by a surgeon that a ureter had been cut. The patient underwent open surgery on an unspecified date to repair the ureter and a stent was placed. The csr indicated that the patient was still in the hospital and was stable. The csr was informed of the operative complications by the surgeon who repaired the ureter and another surgical staff member.